Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, evidence of water ingress was observed. A "ventilator inoperative" code and "service required" codes were observed in the device's downloaded error log. The device's blower motor, power management board, internal battery and sensor board need to be replaced to address the issues. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."